Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to a connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms for the past week and a half. The customer¿s blood glucose value is unknown. Troubleshooting was initiated, and the customer was advised about the steps to follow to clear the alarm. The customer indicated they had already done the troubleshooting and the alarm recurred. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.